Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)". The patient's medical history included vaginal infection and vulvovaginal rash. Concurrent conditions included body mass index normal, bipolar disorder, mood disorder, borderline personality disorder, seizures, intentional overdose, fibromyalgia, neuropathy, panic attacks, myalgia, myositis, yeast infection, asthma and uterine bleeding. Concomitant products included alprazolam, amitriptyline, bupropion, clonidine, cholecalciferol (vitamin d3), docusate, fish oil, hydrocodone, lacosamide (vimpat), lamotrigine, loratadine, melatonin, omeprazole, risperidone (risperdal), sumatriptan, tizanidine, tolterodine, tramadol, tranexamic acid and verapamil. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vomiting ("gastrointestinal or digestive system condition type: vomiting during periods"). In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6), the patient was found to have the first episode of weight increased ("weight gain/ loss (specify which one )weight gain"). In (B)(6) 2011, the patient experienced urge incontinence ("bladder or urinary problems or changes : urge incontinence"). In (B)(6), the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). On an unknown date, the patient experienced feeling abnormal ("psychological or psychiatric problems condition: I was made to feel it was all in my head") and was found to have the second episode of weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with oxybutynin and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, fatigue and abdominal pain had resolved, the feeling abnormal, dyspareunia, the last episode of weight increased, vomiting, depression and anxiety outcome was unknown and the urge incontinence was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, nausea, pelvic pain, urge incontinence, vaginal haemorrhage, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: date(s) of insertion: on (B)(6) 2009 as per pfs. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: patency status of left tube remains in question.; on (B)(6) 2009: impression: 1. Abnormal morphology out the left uterine cavity with lobular impression of undetermined origin. This could indicate submucosal uterine fibroids or incomplete filling correlation of .findings at the: time of the procedure. 2 . There is no documented patency of the right fallopian tube. 'The patency status of the left fallopian tube remains in question due to collections of contrast on the left side as described above. Some of this may' be venous or interstitial in nature. Correlation of findings at the time the procedure would be necessary to determine whether any of this was' from the tube itself.; on (B)(6) 2011: total bilateral occlusion, unilateral occlusion (right tube occluded),. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records ; pelvic pain, menorrhagia, migraine, anxiety, dysmenorrhea .depressive disorder. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs received. Lab data added. Concomitant medication and condition added. Her demographic was amended . Events : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: I was made to feel it was all in my head, bladder or urinary problems or changes : urge incontinence, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain/ loss specify which one: weight gain, gastrointestinal or digestive system condition type: vomiting during periods abdominal pain, psychological or psychiatric problems condition: depression, anxiety, weight gain/ loss (specify which one )weight gain ,unilateral occlusion (right tube occluded were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.